Event description:
It was reported that the patient did not have any clear hearing sensation through the implant at first fitting on (B)(6), 2011. Exchanging the external parts did not improve. An accident or trauma is not known. The post-operative hearing threshold was unvaried. Rtf-measurement could not detect any signals. Therefore another surgery was carried out to have a second look. The fmt was stable and in place. Another rtf-measurement was also without signal. Consequently the patient was reimplanted during this surgery on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.